Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported becoming unconscious at a meeting on (B)(6) 2014 at 10:45 am and 5 minutes later the emergency doctor measured his blood glucose level at 29 mg/dl; was treated with two infusions of dextrose and was taken to the hospital by ambulance where he was released at 3:30 pm. Patient reported the following previous blood glucose levels and corrections: at 6:47 am blood glucose level of 167 mg/dl; administered 2.2 units of insulin via pump at 7:35 am patient boarded a plane at 8:10 am patient ate 2 be and administered 9.5 units of insulin via pump at 10 am patient ate 1.4 be at 10:02 am patient administered 5.5 units of insulin via pump. Patient stated he passed out for 2-3 minutes. Patient reported he had a black out because he can only remember waking up in the hospital. Patient stated he checked the pump and noticed that the pump had delivered 3 boluses that he had not programmed; one at 8:08 am of 14 units of insulin, another at 8:16 am of 11.5 units of insulin and then another one at 8:21 of 11 units of insulin. Requested return of the alleged pump for evaluation.